Manufacturer narrative:
There is no suspected device failure. The reported patient complication is an inherent risk to this type of procedure. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. This report is being submitted as the baylis medical device was among the many devices used during the procedure.

Event description:
It was reported that during use of the baylis medical nrg transseptal needle (rf needle) for transseptal puncture during a cryoablation procedure, the descending aorta was inadvertently perforated. The physician used the routine drop down process onto the septum with the rf needle and sheath/dilator assembly. After positioning and confirmation of tenting, rf energy was delivered from the generator. When bubbles were not observed in the left atrium following puncture, contrast was injected through the rf needle tip and observed in the aorta. The procedure was aborted and the patient was sent to surgery to repair the aorta. After one week follow up, the patient was reported to be stable in the ICU. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. This report is being submitted as the baylis medical device was among the devices used during the procedure.